Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system intermittently performed 3d image acquisitions. It was reported that the imaging system would only perform acquisitions in specific places in the operating room (or). There was no patient present when this issue was identified.